Event description:
Rptr noted that following a software upgrade they had four posterior capsule tears out of 25 cases over three days with two surgeons. Units have been used since without problem. The pt required an anterior vitrectomy; iol was implanted.